Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the battery compartment was undamaged. No battery cap was returned, but a test battery cap was able to fit securely. Evidence of moisture corrosion was observed on the display screen inside the pump and in the battery compartment. A leak test failed due a display lens leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported ¿power¿ complaint was duplicated. The pump¿s cover was removed; no further moisture corrosion was found to the power printed circuit board and to the continuous glucose monitor module.